Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an upgrade procedure to replace the pulse generator, this right atrial (ra) lead required replacement due to a fracture, which led to high, out of range impedance measurements. A single chamber device was implanted, and attached to the right ventricular lead, and this ra lead was capped (abandoned). No additional adverse patient effects were reported.